Event description:
A perforation was reported as a result of a lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the tip stiffness was tested and found to be within specification.